Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump had a failed battery test alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not completed because the customer did not have a battery to further troubleshoot. The device will not be returned for analysis.